Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak was identified via a transesophageal echocardiogram (tee) while the valve was seated at a depth of 3 on the non-coronary cusp and a depth of 6 on the left coronary cusp. The cause of the pvl was not determined. There was no significant calcium or anatomical features that would have predicted such significant pvl. Post balloon aortic valvuloplasty (bav) was performed. The paravalvular leak was still present and the aortic regurgitation (ar) index was calculated to be 27. As a result, a second transcatheter bioprosthetic valve was implanted at a higher depth to provide more radial force in attempt to reduce the paravalvular leak. No additional adverse patient effects were reported.